Event description:
It was reported that the customer's pump screen was dark and would not turn on. There was no adverse impact on the customer¿s blood glucose level. Technical support advised the customer to try various troubleshooting steps, but the screen did not respond. Consequently, a replacement pump with updated software was sent to the customer, and the customer was instructed to use multiple daily injections to ensure continued insulin delivery.